Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were removed/broken. The right plunger case was cracked. The technician was unable to duplicate the reported issue while performing start up, flow and occlusion tests. The root cause of the reported issue could not be determined. Replaced cracked right plunger case. Replaced main board as a preventative measure. Calibrated device and performed all functional tests which passed.

Event description:
It was reported that the time base begin test and cardio cap failed. No patient injury was reported.